Event description:
It was reported that the patient presented for follow up with the pulse generator unable to be interrogated. Premature battery depletion was suspected, and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing, and the battery was found depleted. Signs of rapid discharge were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage because of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Section d6a - date of implant should have been (B)(6) 2020, rather than being left blank.